Manufacturer narrative:
(Device evaluated by MFR) pending evaluation.

Event description:
It was reported that this male patient sustained injuries resulting from a knee prosthesis implanted at the time of his left knee procedure performed on or about (B)(6) 2014, and revised on or about 2016.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; no reason for revision was given.

Manufacturer narrative:
D10. Concomitants: 3583654, 02-010-01-0240 - logic femoral ps cem left sz 4. 3577520, 02-012-44-4009 - logic tibia implant psc insert, sz 4, 9mm. 3548589, 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 3583165, 200-02-35 - three peg patella 35mm. 2792176, 201-78-15 - holding pin mini sharp point 4 pk. 2974139, 201-78-81 - 3" trocar, mod. Hex 2pk. 3555903, 201-78-81 - 3" trocar, mod. Hex 2pk. 130648, 620-00-02 - platelet rich plasma kit with spray tips bone marrow 60ml. 126893, sa-3615 - cannula style app tip. H3. Investigation results-updated: the revision reported may have been the result of loosening and tibial insert wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the femoral and tibial components and the bone. The tibial insert wear may have been due to malalignment between the implants, third body wear, patient related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation. Additionally, prosthesis wear was not reported in the revision operative report. These devices are used for treatment not diagnosis. There is no additional information available. H11. Corrected data ¿ h6 medical device problem code no fracture of device noted.

Event description:
Additional information - the patient began experiencing increased pain about 2 years postoperatively. Bone scans suggested loosening and there were no signs of infections. Per the revision operative report, there was a ¿little bit of overgrowth of soft tissue over the patella, but otherwise in good condition¿there were no signs of infection. The bone was extremely soft on the lateral aspect where he was 17 and after further investigation found that there was some loosening on this femoral implant.¿ the patient¿s postoperative diagnosis was ¿loosening of tibial and femoral components due to osteopenic bone.¿ wear was not reported for the tibial insert in the operative report. Patient tolerated the procedure well with no problem or complication, transferred to recovery room instable and satisfactory condition. There is no additional information.